Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridges have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridges passed visual inspection; no damage or defects were noted to the luer connection or o-rings. Leak testing was performed on all 13 cartridges and no leaks were observed from the luer connections, o-rings, or cartridge bodies.

Event description:
It was reported that there were bubbles in the cartridges.